Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was left in the delivery system while it was being inserted. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo and video were returned. Plunger override was observed on the returned photo. Received photo shows an company device, the plunger is advanced outside of the device and has advanced over the intra ocular lens (iol). The iol is advanced to nozzle entry. Received video shows a nozzle tip entering the eye, only from mid nozzle is in view. The plunger appears as it travels through the nozzle tip, the plunger exits the nizzle tip and enters the eye and appears to be fully advanced. Iol not observed. We are unable to determine the root cause for the reported complaint the lens was left in the delivery system while it was being inserted". The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).